Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The DHR finishing review was performed and there is no any abnormalities observed during the manufacturing of this complaint lot. The lot met the release specification according to manufacturing procedure. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the consumer's symptoms were resolved, and the optometrist determined that the issue experienced was not caused due to contact lenses. Additional information has been requested to rule out the cause of incident but not yet received.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer who was a frequent user of this product stated that she wore a contact lens on (B)(6) 2021 and experienced corneal inflammation and ulcer in her right eye. The consumer is currently seeing her optometrist to monitor the inflammation and using antibiotics and steroid drops. At the time of this report current status of the consumer¿s symptoms is still continuing; additional information has been requested but not yet received.